Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) however, at implant, ventricular fibrillation (vf) detection was electively programmed off, as the patient did not require high-voltage therapy and was intended to receive a downgrade to a cardiac resynchronization therapy pacemaker (crt-p). Upon interrogation of the device following implant, it was observed there was no diagnostic data available. Further review indicated implant detection feature did not complete as a result of the vf detection programmed off. No corrective action was taken. No patient complications have been reported as a result of this event.